Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the adapter of the venous side is cracked. The problem was noticed post-procedure. This was an existing catheter, not a new placement. The catheter was pulled. The date of the original implantation was not available. The catheter was pulled and replaced on (B)(6) 2015. The crack was on the adapter. The patient was involved with no injury. The patient is in good condition.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. This event will be handled through a formal corrective and preventative action and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify cracked adapters in the catheter assembly. This complaint will be used for tracking and trending purposes.